Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that something was wrong with the pump. She filled the tubing and the insulin continued to drip out and is stuck in the fill tubing loop. She could not treat high blood glucose as she is out of insulin. The customer reported that they are unable to exit the "preparing to prime" loop. It was concluded that the pump was functioning as designed ant the issue appeared to be the user error. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.